Event description:
The patient was revised because of loosening of the tibial tray and femoral component at the cement/implant interface. Unknown cement manufacturer. Osteolysis and polyethylene wear noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial tray found evidence suggesting device loosening in vivo. The investigation could not draw any conclusions about the root cause of the loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.